Event description:
Healthcare professional reported, "leak in port". "Leak suspected due to initial change in restriction and no real change after fills".

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".